Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, manifested by cloudy pd effluent and abdominal pain. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for peritonitis. The same day as peritonitis onset, the patient was treated with injection vancomycin (1gm, stat, intraperitoneal, 1 dose), injection amikacin (250mg, stat, intraperitoneal, 1 dose). The following day, the patient was treated with an injection vancomycin (500mg, once daily, intraperitoneal, discontinued) and injection amikacin (100mg, once daily, intraperitoneal, discontinued) for peritonitis. On an unknown date, the patient was recovered from peritonitis. Pd therapy was ongoing. No additional information was available.